Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reverting to the setup mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning on (B)(6) 2011. The patient manages her diabetes with a set dose of levimir (8 units) and novolog (12 units). Following the reported meter issue, the patient indicated on (B)(6) 2011, she continued with her usual dose of medication and subsequently, the patient reportedly developed symptoms of sweating and nausea at an unspecified time later that day. The patient, however, denied she received any treatment following the reported product issue. During troubleshooting, the csr noted that the alleged issue occurred after the subject meter's battery was removed/ replaced. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.